Event description:
Pt reports that he rec'd a batch of insulin syringes that felt extremely dull, and were causing bad bruising when used. The syringes also did not draw the insulin up easily - they caused a lot of bubbling of the insulin.